Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens implant procedure, the patient experienced unexpected outcomes, wants distant vision and lens power issue. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).